Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a red heart alarm that eventually went away. The alarm occurred while patient was on the power module. The pt¿s historical log file data was reviewed and confirmed pump stops which were reproduced with manipulation of the percutaneous lead near the exit site. The pt had a pump exchange.

Manufacturer narrative:
The pt has been discharged from the hospital and continues on lvad support. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.